Event description:
Customer passed away due to hypoglycemia. It was stated that the family member gave customer a glucagon shot but customer never recovered. Customer was wearing the pump at the time of death. The family member did not believe the pump was at fault as the customer had bad hypoglycemia episodes and was sensitive to low bgs. The family member confirmed that the pump was in their possession.